Manufacturer narrative:
Investigation results: 4/28/1998. No sample was returned for evaluation. Records were reviewed; visual and functional inspections were made, accomplishing all quality standard specifications for this product. This needle is purchased from the vendor without a sheath and is assembled at co's mexico mfg facility with a plastic stop at the top of the needle. This needle is never assembled into the tray with a sheath that covers the entire needle. This is the first complaint received of this type for this needle. The level of inspection will be increased for this product. No further info anticipated.

Event description:
According to reporter, a pt developed a pneumothorax secondary to the aspiration needle not having a sheath. Pneumothorax resulted in pt death.